Manufacturer narrative:
Testing and investigation found the inside of the female end of the ac power cord, the device ac receptacle, and the rear case were burnt and charred. The device was returned with non hospira supplied ac power cord. The ac power cord did not pass the electrical safety testing. The device case was opened and it was noted that the power supply was burnt. The burnt power supply was due to the ac power cord. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that while plugged into ac power (220v), the device ac receptacle and the female end of the ac power cord were on fire. At an unspecified time, the device was programmed to deliver an unspecified medication. After and unspecified length of time, the nurse noted the rear of the device was burning. At that time, the nurse immediately powered off the device and removed it from clinical use. Therapy was resumed using a replacement device. There were no reported adverse pt effects or harm to the nurse and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.